Manufacturer narrative:
Patient was prescribed an oral antibiotic as well as bacitracin ointment for intervention use for post treatment care. Treatment settings were within clinical guidelines. Device was evaluated and found to be operating as intended. Blisters are expected side effects from laser treatments, but reportable in this incident since the patient had medication for intervention use.

Event description:
Patient developed a large blister on the flanks from a laser procedure.